Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic chole procedure, the device was sparking inside the belly of the patient. The patient did not experience any injury. No known adverse events were reported.